Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer cancelled the work order as, call assigned by mistake. Advised to reassigned it to local biomed team. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed and was not detected on the bus. The customer reported that the cubie pockets in the drawer were constantly failing and that the issue was recurring, with the drawer repeatedly showing as not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.